Event description:
It was reported by svc report that the pt fell out of the bed when he was repositioning himself, and was holding onto the pt head-end right siderail. There was pt involvement, and adverse consequences reported.

Manufacturer narrative:
Result: the alleged failure could not be duplicated, as this bed was fully inspected and tested, and it was found to be operating per spec and as intended.